Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse inspected the ion-selective electrode (ise) lines and tubing, sample pot, and mixing. The fse primed the buffer and noted bubbles in the sample cup. The fse corrected the buffer dispense probe alignment to the sample pot. The fse then performed a mid standard/reference prime and noted bubbles in the reference line. The fse checked the reference tubing for correct fitting and connections but no issues were noted. The fse still observed bubbles in the reference line and proceeded to replace the ise reference valve. The fse primed the instrument multiple times following the valve replacement and no bubbles were seen in the reference line. The fse then verified the repair as per established procedures and results met published specifications. Failure mode of the event is attributed to a failed ise reference valve.

Event description:
The customer reported obtaining erroneously high potassium (k) result of 6.4 mmol/l for one patient involving the beckman coulter au480 clinical chemistry analyzer. The customer stated that the patient was sent to the hospital due to the elevated k result and the patient was admitted. The customer indicated that the patient was also complaining of chest pain at the time of the event. Upon admission to the hospital, another sample was drawn from the patient and the hospital obtained a k result of 3.4 mmol/l. When the customer became aware of the discrepant k results two days later, on (B)(6) 2013, the customer reran the original sample from storage and obtained k results of 4.1 and 4.2 mmol/l. The customer stated that only k analyte was repeated. The customer stated that there was no change or affect to the patient's current and on-going medications/treatment and there was no administered intravenous therapy (IV therapy). The patient was kept overnight at the hospital and released the following day. The customer stated that calibration slopes and quality control (qc) recovery were acceptable on the day of the event and are always checked before patient results are released. The customer noted that the were no other issues with the instrument and all photometric assays were showing no problems.